Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the problem is the serter. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Customer was hospitalized twice in ICU. Hospital treated with insulin drip. Customer was out of work for three weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.